Manufacturer narrative:
(B)(4). The device was returned with the plunger in the pre-deployed position. There was no evidence of dried blood on the device and there was no presence of slack on the link which is an indication that the device was not inserted into the patient and had not been deployed. During the investigation, the plunger was deployed and both cuffs were captured. As the device preformed according to specifications, the possible cause for the reported device failed to deploy could not be determined. During manufacturing, the device is visually and functionally tested. A review of the device lot history records did not reveal any nonconforming material records associated with this lot. A query of the complaint database for this lot was performed and there was no indication of a lot specific product quality deficiency.

Event description:
It was reported that arteriotomy closure of an unspecified vessel was attempted using a perclose proglide device after an unspecified procedure. Reportedly, the device failed to deploy. The method used to achieve hemostasis was not specified. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.the device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.